Manufacturer narrative:
Several attempts to obtain additional information regarding the patient status or the manufacturer model/serial numbers of the leads have been unsuccessful. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient received a shock from this implantable cardioverter defibrillator (ICD) device resulting in a code 1005, indicating an open circuit condition. A request was made to have data from this device analyzed. A review of the data confirmed that the shocks provided were appropriate. There was one shocking impedance measurement greater than 125 ohms and therapy did not convert the arrhythmia right away. The patient was admitted to the hospital. The device remains implanted. Besides the shock, no additional adverse patient effects were reported.